Event description:
It was reported that water temperature did not decrease from 30c for the target water temperature 4c during inspection in an arctic sun device. Per follow up information received via mail on 21jan2025, device will be sent to imi. The issue has not been resolved yet.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. The alleged event is no longer reproducible. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The reported event is unconfirmed; labeling/packaging review, and DHR review are not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water temperature did not decrease from 30c for the target water temperature 4c during inspection in an arctic sun device.